Manufacturer narrative:
Continuation: 5076-52 lead, implanted: 25-apr-2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a bacterimia infection. Antibiotic treatment was necessary. The device and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.